Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was found that the product was detached. Based on the visual exam, the complaint was confirmed. It was determined that the sample was poorly welded, which caused the detachment. A CAPA was opened to address the issue.

Event description:
The customer alleges that the device is leaking. The device was replaced with another hme without issue. No report of patient injury.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the device is leaking. The device was replaced with another hme without issue. No report of patient injury.